Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2500 ohms and no capture despite increased device outputs. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.